Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the atrial lead exhibited noise oversensing resulting in inappropriate mode switches and pacing inhibition. It was also noted that the atrial lead exhibited low pacing impedance. No interventions were performed. The patient was in stable condition.

Event description:
Additional information received notes that programming changes have been performed. Post procedure, it was noted that the atrial was found dislodged through x-ray. The reported lead was repositioned on (B)(6) 2022. The patient was in stable condition.